Manufacturer narrative:
Findings: pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 185 mg/dl. The customer reported that the device was exposed to pool water. Customer reported that he fell into the pool. Customer stated the pump display went blank immediately after pump exposure to moisture. Customer stated a constant tone is occurring. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.